Event description:
It was reported that this right ventricular (rv) lead was found to have a tight angle. This was confirmed with a chest x ray. Additionally, high capture thresholds were exhibited as well as an increase in pace impedance measurements but still within range. During a device changeout procedure due to normal battery depletion (nbd), the physician opted to surgically abandon it and replace it. No additional adverse patient effects were reported.